Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately three weeks post-implantation, the patient underwent a hip revision due to infection. Surgeon conducted a washout and exchanged head and liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. This complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.